Event description:
During patient treatment, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer´s ref #:(B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated at the hospital. The reported fault could not be reproduced and no parts needed to be replaced. The device logs were saved and sent for investigation. The conclusion is based on the received information and an evaluation of the received device logs. A successful system check out was performed prior to the event. No technical alarms were generated during the event. Our conclusion is that the reported event was caused by parameter settings(tidal volume and respiratory rate in the ventilation mode pressure regulated volume control) and the alarm setting (such as upper pressure limit) leading to the airway pressure exceeding the maximum available pressure level (5 cm h2o below the preset upper pressure limit) at the time of the event. This resulted in the generation of the alarm: pressure regulation limited and other clinical alarms such as respiratory rate: high, fio2: low, fiaa: low and airway pressure: high. The alarm for high airway pressure result in the activation (opening) of the fresh gas safety valve and this will automatically force the system into its expiratory state, avoiding over-pressure situations. If the system detects an inspiratory oxygen concentration below a certain level, it will initiate several actions to mitigate the situation. The gas mix is set to air/o2, the fresh gas flow and oxygen concentration are both adjusted.